Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: emitter 9733752 axiem 3 table top h3) onsite functional and visual examination was performed by a manufacturer representative. The emitter was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when using the flat emitter, the representative tired to verify the straight suction with a .6 max geometry error, the straight suction properly in the divot was on the outside range of the emitter field. The representative noted he needed to angle the instrument significantly lower to successfully view it in the tracking window, but then sometimes will not properly verify. To obtain a successful verification of the instrument, he needed to place the demo head on the emitter. He confirmed there was no pillow or support cushion used and no metal interference when attempting to verify, thus implying that the emitter field is far lower than expected.  There was no patient involvement.

Manufacturer narrative:
H3,h6: the emitter 9733752, lot number: 603004669, was returned to the manufacturer for analysis. The flat emitter was tested and successfully tracked and plotted all 96 points to pass a pegboard test. There were no failures found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.